Event description:
It was reported the pt received two trial leads (with the same lot number). While the pt was in recovery, she reported a sharp pain in her upper back. The pt was programmed, receiving adequate stimulation from both leads. The physician evaluated the pt and removed a lead. The pt reported the pain was better once the lead was removed. Follow up identified the pt received effective coverage during the trial with one lead.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.